Event description:
It was reported that the smallbore 6 inch ext vlv could not get blood return when connected to the IV catheter due to flow issues/blockage. The following information was provided by the initial reporter: "attached smartsite extension set to IV catheter but could not get blood return. Removed and attached a new one and got blood return."

Manufacturer narrative:
H.6. Investigation: one sample (model #20039e), along with a connected 3ml bd syringe were returned by the customer. It was reported that the extension set to IV could not get blood return. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sample was attempted to be flushed with the returned syringe; the sample was able to be flushed with the returned syringe. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and that sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20039e lot number 20115445 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20115445 regarding item #20039e.

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch# (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv could not get blood return when connected to the IV catheter due to flow issues/blockage. The following information was provided by the initial reporter: "attached smartsite extension set to IV catheter but could not get blood return. Removed and attached a new one and got blood return."